Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, a long-term palindrome chronic catheter was implanted in the patient's neck for ongoing dialysis. The patient has been undergoing thrice-weekly scheduled dialysis sessions since then. On the day of the event, at 12:11, the nurse prepared the catheter for use by disinfecting the venous end, aspirating heparin solution, and connecting a 10 ml syringe to test the catheter's functionality. During the process, a crack was observed at the threaded connection of the venous port (luer adapter). The catheter was not repaired. Tego was not utilized. The insertion site was not treated prior to product placement. Blood was drawn, and no leakage was detected. The complication was immediately reported to the physician, head nurse, and director. As an intervention, a double-lumen catheter was subsequently connected, with low-flow dialysis initiated. Throughout the procedure, the patient and catheter were closely monitored, with no abnormalities observed. As a remedial action, the patient was informed that the venous port interface would be scheduled for replacement. The procedure was completed after the remedial action. The catheter was in place for 1 year. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, a long-term palindrome chronic catheter was implanted in the patient's neck for ongoing dialysis. The patient has been undergoing thrice-weekly scheduled dialysis sessions since then. On the day of the event, at 12:11, the nurse prepared the catheter for use by disinfecting the venous end, aspirating heparin solution, and connecting a 10 ml syringe to test the catheter's functionality. During the process, a crack was observed at the threaded connection of the venous port (luer adapter). Blood was drawn, and no leakage was detected. The complication was immediately reported to the physician, head nurse, and director. A double-lumen catheter was subsequently connected, with low-flow dialysis initiated. Throughout the procedure, the patient and catheter were closely monitored, with no abnormalities observed. The patient was informed that the venous port interface would be scheduled for replacement. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. There was no reported patient injury.